Manufacturer narrative:
H.6. Investigation: one used sample was provided for evaluation for our quality team. Through examination of the sample, our quality team was unable to identify any signs of foreign matter or damage that could have contributed to the reported incident. As a batch number was unknown for this product, our team was unable to complete a device history record review and therefore, the certification of sterility for this batch could not be reviewed. H3 other text : see h.10.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was used on a hospitalized patient with "inhalation pneumopathy" for "hydration and subcutaneous medication (hypnovel morphine)". "Subcutaneous emphysema" was observed on the patient's thigh "opposite" the catheter during use, and a CT scan was performed, confirming the emphysema. The catheter was then removed and the patient monitored. The following information was provided by the initial reporter, translated from french to english: "patient hospitalized with inhalation pneumopathy. Benefitted from hydration and subcutaneous medication (hypnovel morphine). Subcutaneous emphysema was observed over the entire height of the thigh. Opposite the subcutaneous catheter (anterior aspect of the thigh). Emphysema confirmed by CT scan. Apart from the presence of this dm (medical device) by argument in favour of another etiology." "Catheter removal and monitoring"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system was used on a hospitalized patient with "inhalation pneumopathy" for "hydration and subcutaneous medication (hypnovel morphine)". "Subcutaneous emphysema" was observed on the patient's thigh "opposite" the catheter during use, and a CT scan was performed, confirming the emphysema. The catheter was then removed and the patient monitored. The following information was provided by the initial reporter, translated from french to english: "patient hospitalized with inhalation pneumopathy. Benefitted from hydration and subcutaneous medication (hypnovel morphine). Subcutaneous emphysema was observed over the entire height of the thigh. Opposite the subcutaneous catheter (anterior aspect of the thigh). Emphysema confirmed by CT scan. Apart from the presence of this dm (medical device) by argument in favour of another etiology." "Catheter removal and monitoring."